Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a possible driveline infection on (B)(6) 2022. The patient was febrile with a temperature of 102.3 f and had purulent driveline drainage and pain. They were given one dose of zosyn (piperacillin-tazobactam). Blood and wound cultures were done. The wound culture revealed pseudomonas aeruginosa. A computed tomography (CT) scan of the patient's abdomen and pelvis demonstrated soft tissue swelling and inflammatory changes suggestive of cellulitis and an absence of organized fluid collection. The patient was started on vancomycin and zosyn and admitted for their infection. No growth was observed from the blood cultures. Infectious disease recommended 750 mg ciprofloaxin for 1 month twice a day. The patient was progressing well and was discharged home on (B)(6) 2022 with plans to follow up in the clinic.